Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed connection issues with 180 series scopes. It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h3, h4, h6, and h11 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was not present due to loose video connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty video socket. However, the cause of the faulty output socket was not established. Olympus will continue to monitor field performance for this device.